Event description:
(B)(4). Same case as MDR ID: 2134265-2013-05364. It was reported that post percutaneous coronary intervention, death occurred. In (B)(6) 2011, the subject was referred for cardiac catheterization and was enrolled into the te-prove study. Target lesion #1 was a de novo lesion located in the mid left anterior descending artery with 60% stenosis and was 15 mm long with a reference vessel diameter of 3 mm. Target lesion #1 was treated with direct stent placement using a 2.75 mm x 20 mm taxus element stent, with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the mid right coronary artery with 60% stenosis and was 12 mm long with a reference vessel diameter of 3 mm. Target lesion #2 was treated with direct stent placement using a 2.50 mm x 16 mm taxus element stent, with 0% residual stenosis. The following day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, the subject experienced heart failure and was subsequently hospitalized on the same day. In (B)(6) 2013, the subject eventually died.

Event description:
It was further reported that in (B)(6) 2013, the subject was hospitalized due to cardiac decompensation with a secondary bronchial infection. 2 days later, the subject, started experiencing cardiogenic shock due to contracted aortic stenosis. Percutaneous dilatation of aortic valve was done to treat the event. On the ninth day after the treatment of the aortic valve, the subject was transferred from medical resuscitation for follow-up treatment. The tenth day after the follow up treatment, subject¿s general condition deteriorated and hence repeat autonomisation and re-evaluation was suggested. The fifth day after the re-evaluation, subject had one febrile episode with positive urine dipstick protein. The subject¿s condition deteriorated following very severe cardiac decompensation following a secondary bronchial infection. Three days later, the subject experienced heart failure and was subsequently hospitalized on the same day. On arrival to the hospital, subject¿s general condition was unstable in the context of severe cardiopathy and severe uncontrolled diabetes. In (B)(6) 2013, subject was in precomatose condition and was dyspnoeic with significant pallor and drop in bp was noted. The next day, the subject eventually died due to multivisceral failure.

Event description:
(B)(6) clinical trial. It was reported that post percutaneous coronary intervention, death occurred. In (B)(6) 2011, the subject was referred for cardiac catheterization and was enrolled into the te-prove study. Target lesion #1 was a de novo lesion located in the mid left anterior descending artery with 60% stenosis and was 15 mm long with a reference vessel diameter of 3 mm. Target lesion #1 was treated with direct stent placement using a 2.75 mm x 20 mm taxus element stent, with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the mid right coronary artery with 60% stenosis and was 12 mm long with a reference vessel diameter of 3 mm. Target lesion #2 was treated with direct stent placement using a 2.50 mm x 16 mm taxus element stent, with 0% residual stenosis. The following day, the subject was discharged on aspirin and clopidogrel. In march 2013, the subject was hospitalized due to cardiac decompensation with a secondary bronchial infection. 2 days later, the subject, started experiencing cardiogenic shock due to contracted aortic stenosis. Percutaneous dilatation of aortic valve was done to treat the event. On the ninth day after the treatment of the aortic valve, the subject was transferred from medical resuscitation for follow-up treatment. The tenth day after the follow up treatment, subject¿s general condition deteriorated and hence repeat autonomisation and re-evaluation was suggested. The fifth day after the re-evaluation, subject had one febrile episode with positive urine dipstick protein. The subject¿s condition deteriorated following very severe cardiac decompensation following a secondary bronchial infection. Three days later, the subject experienced heart failure and was subsequently hospitalized on the same day. On arrival to the hospital, subject¿s general condition was unstable in the context of severe cardiopathy and severe uncontrolled diabetes. In april 2013, subject was in precomatose condition and was dyspnoeic with significant pallor and drop in bp was noted. The next day, the subject eventually died due to multivisceral failure.

Manufacturer narrative:
Batch/ lot/ serial number corrected from (B)(4), batch expiration date corrected from 07/11/2012 to 01/15/2012, and device manufactured date corrected from 03/10/2011 to 09/28/2010. (B)(4).

Manufacturer narrative:
(B)(4). Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Event date corrected from (B)(6) 2013 to (B)(6) 2013. Other relevant history corrected. Describe event or problem updated. (B)(4).